Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(4) 2013, inratio2 inr 2.4, laboratory inr 6.2. The time between testing was within ten minutes. Reportedly, the first drop of blood was not used and the sample was not immediately applied after the finger stick. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 306129. Investigation: the customer did not use the first drop of blood during sample application. The customer is to apply the first single hanging drop of blood on the sample well during sample application. Additionally, there was a delay in sample application. A delay in sample application may prematurely initiate clotting and adversely effect sample migration, flow, and saturation. The customer's improper technique may have contributed to the observed error messages. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.4, reference 6.2, mean 4.3, confidence limits 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. The reference value was outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #306129 on (B)(6) 2013. Results as follows: donor 212, inratio 1.8, 1.6, 1.9; reference 1.63; bias threshold 1.13 - 2.13; %cv 8.65. Donor 202, inratio 2.9, 2.6, 2.7; reference 3.43; bias threshold 2.43-4.43; %cv 5.59. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and passed the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. There is no corrective action required at this time, as no product deficiency was established. Eight discrepant result complaints were reported for lot #306129, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.